Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "silver metal piece" holding the bd insyte¿ autoguard¿ shielded IV catheter inside the hub "propelled forward" into the patient's vein during use when retracting the needle, and was "barely" visible under the skin. The nurse "immediately" held pressure at the distal end, and was able to "hook" the metal piece and retrieve it from the patient. The procedure was reportedly performed in the emergency room. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "as the needle retracted the catheter, including the metal piece that holds the catheter inside the pink hub, propelled forward into the patient's vein. The silver metal piece was barely visible under the skin. The catheter and hub were completely disconnect. The nurse held pressure immediately at the distal end of the catheter and was able to hook the metal and retrieve the catheter from inside the patient. If, the nursed did not act as she did, there would had been serious injury and possible death. The procedure was performed in the emergency room. There has been other instances where blood would leak around the pink hub."

Event description:
It was reported that the "silver metal piece" holding the bd insyte¿ autoguard¿ shielded IV catheter inside the hub "propelled forward" into the patient's vein during use when retracting the needle, and was "barely" visible under the skin. The nurse "immediately" held pressure at the distal end, and was able to "hook" the metal piece and retrieve it from the patient. The procedure was reportedly performed in the emergency room. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "as the needle retracted the cateter, inclucing the metal piece that holds the catheter insdie the pink hub, propelled forward into the patient's vein.. The silver metal piece was barely bisible under the skin. The catheter and hub were completely disconnect. The nurse held pressure immediately at the distal end of the catheter and was able to hook the metal and retrieve the catheter from inside the patient.. If, the nursed did not act as she did, there would had been serious injury and possible death. The procedure was performed in the emergency room. There has been other instances where blood would leak around the pink hub."

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two unopened units and one retracted unit, adapter, catheter and its packaging. The reported issue was confirmed. This type of failure is likely to be a manufacturing process related issue. The failure mode of ¿catheter wedge back out¿ could potentially be caused by incorrect swage depth or incorrect flare length. Measurement of the swage depth could not be performed since the wedge-tubing assembly was separated from the adapter. The adapter diameter and flare length were measured within specifications. Further inspection of the adapter confirmed the swaging process was not completed. This type of defect is unlikely to occur by the end user. The evidence provided confirms this to be a manufacturing process issue. Bd is continuing to further investigate this type of reported issue through CAPA 1461582. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see section h.10.